Event description:
Pt had a datascope #40 intra-aortic balloon catheter inserted into a cutdown over the right common femoral artery on 7/11/97. On 7/16/97 it was noted that there was blood in the catheter sheath indicating that it had ruptured. Pt was taken to surgery the same day for the removal of the old catheter and the placement of a datascope #50 catheter.